Event description:
The jaw broke off in the pt during a lap chole procedure. X-rays were taken to locate piece. The pt had to be opened to retrieve piece. Surgery was prolonged two hours. The pt did not suffer any adverse effects as a result of the reported incident.